Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 12 years after the implantation this lead was explanted due to oversensing. No further details available. No adverse patient side effects were reported.